Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. There was an approximately 9cm spilt along the length of the balloon. The balloon could not be inflated and would not hold pressure in this condition. No part of the deice was missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material failure is inadequate lubrication of the balloon with a lubricant. The instructions for use direct the user to apply a lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use advise the user that negative pressure is needed to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and eas endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon material failure can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions use direct the use that the entire balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation. The instructions for use contain the following warning:"during dilation do no t inflate balloon beyond the maximum indicated inflation pressure", as this could result in overextension or bursting of the balloon. To achieve increasingly larger balloon diameters, increase pressure as indicated on the catheter tag. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the esophagogastroduodenoscopy (egd) procedure, a cook hercules 3 stage balloon was used. The balloon was advanced through the endoscope to the esophagus and inflated with water. While attempting the first stage of dilation, the balloon would not inflate. The balloon was removed and the procedure was completed with another device of the same type. No section of the device detached inside the pt or endoscope. Our laboratory evaluation of the returned device confirmed the balloon is ruptured. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.